Event description:
Patient was admitted to the hospital with a diagnosis of ketoacidosis and hyperglycemia. Patient stated that in 2006, she started feeling nauseous and when she went to check her glood glucose, it was over 200 mg/dl. She bolused 2 units of insulin to try and bring her blood glucose down. She checked her blood glucose again after a short period of time and it was over 300 mg/dl. She then bolused again. Patient then began to vomit. Her blood glucose was over 400 mg/dl. She called the physician who advised her that she was in ketoacidosis and to go to the nearest emergency room. When the patient arrived at the hospital, her blood glucose was over 500 mg/dl. The patient's infusion device was removed and she was put on an insulin drip, IV for hydration and anti nausea medication. She was released from the hospital the next day and her blood glucose was in the low 100's mg/dl. The patient stated that, she is currently wearing the pump and has not had any other problems with the device since the date of the incident.

Manufacturer narrative:
Product not returned for eval.